Event description:
It was reported that the compressor could not maintain stable delivered pressure. There was no patient harm. (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that during the use of the ventilator the compressor didn't deliver a stable air pressure and moist generated by the compressor could not be discharged in time. During a phone call to the hospital, our field service engineer learned that the air compressor experienced low pressure because of parts problems. There was no obvious impact on the ventilator. The problem was resolved by another service company why service reports and logs weren¿t provided. It was reported that the device now works normally. No further information has been received. The conclusion in this matter is that compressor didn't deliver a stable air pressure, probably due to a malfunctioning drainage valve. This could, however, not be confirmed due to lack of information.